Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4318 lot #: 20802377 description: clik x anchor the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads, ipg and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom of leakage was noted. The infection was believed to be not device or procedure related. The physician believed it was caused by the patient soaking in a bath when she was not supposed to. The patient was prescribed with antibiotics. The patient underwent an explant procedure.